Event description:
The customer reported having ongoing connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The hrc technician went onsite to inspect the device, upon arrival at the facility the unit was unable to be located. Follow up attempts have been made to obtain the unit without success. As the unit was unavailable for inspection, the root cause of the reported issue could not be determined. Although there was no adverse event reported and the root cause of the reported incident could not be determined, if the eli380 were to lose connection during emergency patient monitoring, it could lead to serious injury or death. Baxter is reporting this alleged malfunction.

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Field inspection is pending at the facility, the investigation is currently on going. All relevant information received will submitted in a supplemental report.

Event description:
The customer reported having ongoing connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).